Event description:
The customer reported an a21 alarm. The blood glucose reading was 165 mg/dl. The insulin pump was not stored for an extended period of time. The unit also has a crack near the battery compartment. The patient was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a broken battery cap, minor scratches on the display window, cracked display window corners, broken battery tube threads and a cracked reservoir tube lip. No alarm was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.